Manufacturer narrative:
E1 initial reporter facility name:(B)(6) hospital.

Event description:
It was reported that an intervention was performed to remove the coil. The target lesion was located in the splenic artery aneurysm. A 10mm x 30cm 2d interlock coil was advanced for treatment. During the procedure, the coil was flushed and delivered using an stc 18 microcatheter. When the coil was delivered, it could not be release, and it was stretched. The coil could not be withdrawn with the catheter, so the physician removed the catheter first and then used a snare to remove the spring coil. No complications were reported, and the patient was stable. It was further reported that the lesion was moderately tortuous and non-calcified artery. The coil was detached inside the microcatheter, which could not be advanced or withdrawn.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that only the main coil was returned. It was also observed that the main coil was bent and stretched at the coil arm and primary coil section. Microscopic inspection of the main coil was bent and stretched. The functional could not be performed due the main coil and the pusher wire are not interlocking.

Event description:
It was reported that an intervention was performed to remove the coil. The target lesion was located in the splenic artery aneurysm. A 10mm x 30cm 2d interlock coil was advanced for treatment. During the procedure, the coil was flushed and delivered using an stc 18 microcatheter. When the coil was delivered, it could not be release, and it was stretched. The coil could not be withdrawn with the catheter, so the physician removed the catheter first and then used a snare to remove the spring coil. No complications were reported, and the patient was stable. It was further reported that the lesion was moderately tortuous and non-calcified artery. The coil was detached inside the microcatheter, which could not be advanced or withdrawn.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that an intervention was performed to remove the coil. The target lesion was located in the splenic artery aneurysm. A 10mm x 30cm 2d interlock coil was advanced for treatment. During the procedure, the coil was flushed and delivered using an stc 18 microcatheter. When the coil was delivered, it could not be release, and it was stretched. The coil could not be withdrawn with the catheter, so the physician removed the catheter first and then used a snare to remove the spring coil. No complications were reported, and the patient was stable.